Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the doctor fell it may be a problem with the connection of the infusion set and the reservoir, but even when the customer was on insulin drip her glucose was over 300mg/dl. It was mentioned that the customer was treated with a manual injection prior going to the hospital, but her glucose level kept going up. Advised to have the customer or mom call if further assistance is needed. No further information was provided.